Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "high drive pressure" alarm. The customer was unable to restart the iabp. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The iabp was removed from service and the customer was provided with a loaner until repairs can be made. The company rep was able to duplicate the reported event of "high drive pressure" alarm. The company rep replaced the drive pressure transducer (part number 0682-00-0076-01) and calibrated. The company rep checked pneumatic performance service diagnostics, functional and electrical safety tests. The company rep performed extensive testing in assist mode for 120 straight hours without incident. The unit met factory specs and was returned to the customer. (B)(4).